Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the sensor wire was detached. The sensor was inserted into the abdomen on (B)(6) 2017. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation of a detached sensor wire could not be determined. A root cause could not be determined.